Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer experienced fluctuating high and low blood glucose. Customer stated a whole reservoir of insulin was delivered to their body, lowering their blood glucose to 42 mg/dl. Customer then stated their blood glucose rose to 598 mg/dl. The customer believed their insulin pump was not functioning properly. Customer's blood glucose was 326 mg/dl at the time of the call. Troubleshooting found the customer's drive support cap was flush. The customer also stated they had the flu recently. Customer could not recall how the damage had occurred on their insulin pump. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, battery tube thread, reservoir tube lip, minor scratched display window and minor scratched lcd window. The drive support was inspected and no anomaly noted.